Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the connector of a solution bag and the supply line of a disposable cassette. The patient stated that they felt the connection between the connector of the solution bag and supply line of a disposable cassette was not tight when they connected the two components together. There was no patient injury or medical intervention associated with this event. No additional information is available.